Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump and data logs were returned. The data logs showed the console triggered a placement signal unreliable error alarm that did not resolve until the pump was unplugged. The parameters for the console showed error. The cause of the low signal not reliable was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. The automated impella controller displayed a 'placement signal not reliable' alarm, which resulted in the loss of placement and left ventricle signal. The intervention steps taken are unknown. There was no reported harm or injury to the patient.